Event description:
Reporter alleges the pt denies history of trauma or decrease in breast size, however, complains of firmness from the beginning (i.e. March 12, 1990), left has always been harder and smaller, sensitive nipples and shooting pains, arthralgias with morning stiffness, myalgias, itching/hotness, decrease in reflexes, chronic fatigue, sleep disturbances, hot flashes/chills, headaches, severe temporal mandibular joint problems, visual disturbances, dizzy spells, memory problems, dry breath, dysphagia, hypothyroidism, labile hypertension, weight gain, easy bruising, genitourinary disturbances, menstrual problems and has been found to have pvc's and multiple allergies and rupture.